Event description:
It was reported the scrub tech was setting the adjustable drill guide for a posterior cervical procedure and the fixed ball that locks in the depth for the drill guide broke off.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the customer reported event of an oasys adjustable drill was confirmed per the correspondence (device not returned) that the oasys adjustable drill locking pin broke off as the scrub tech was preparing for surgery. A review of the manufacturing records did not reveal any relevant manufacturing issues to the reported event. Based on the material analysis conducted for similar complaints, shear overload applied to the locking pin may have been the likely cause of the detachment of the pin. However, the cause of this event cannot be conclusively determined since the product was not returned. Conclusion: the cause of this event cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported the scrub tech was setting the adjustable drill guide for a posterior cervical procedure and the fixed ball that locks in the depth for the drill guide broke off.